Event description:
A 3.0mm diameter x 24mm length medtronic ave s670 over-the-wire stent delivery system was inserted into the left anterior descending coronary artery after rotablation and pre-dilatation was performed to the target lesion. The stent was successfully deployed at the target lesion. Another MFR's 3.75mm ptca balloon was then inserted to post-dilate the area distal, mid, and proximal to the deployed stent. The last inflation to post-dilate was performed in the proximal artery extending into the proximal end of the stent. Subsequently, a perforation was led at the proximal end of the stent. The balloon was left partially inflated and the pt was sent for emergency surgery. There was no add'l clinicial sequelae reported relative to the event. Angiographic photos of the procedure revealed an 80-90% lesion in the left anterior descending artery. Add'l images reveal the stent successfully deployed. Post dilatation of the proximal stent area revealed the balloon bulging during inflation. Extravasation of contrast is noted at the proximal end of the stent on the last photo. Post dilating with a larger balloon and inflation of the balloon in only the proximal end of the stent on the last photo. Post dilating with a larger balloon and inflation of the balloon in only the proximal end of the stent, likely resulted in the perforation.